Event description:
A technician experienced a burning sensation with whitening on the 4th finger of the right hand after unloading items from a completed cycle. The vaporizer place was in place and had been changed the morning of the event, and no moisture was observed on the load. The worker rinsed the contact site for 15 mins and his symptoms dminished.